Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced dry minicaps. The hp stated that they noticed that the minicaps were dry (lacking iodine) and threw them away. The hp continued pd therapy with new minicaps. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The product was manufactured between 09/12/2013 - 09/16/2013. A review of all batch record documents was performed for potentially associated lot number gd895417 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.